Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned device showed the plunger stud was bent and therefore damaged the thread of the plunger cap. Additionally, the skull clamp had rotational movement in its swivel lock assembly and a residue buildup present. To resolve the issues, the plunger assembly was completely replaced, along with all worn internal parts to adjust the unit according to the manufacturer specifications, and the swivel lock assembly was cleaned. After completing the reassembly, including the adjustment, the skull clamp was subjected to a successful function test, and it now meets manufacturer specifications. Root cause - the complaint is confirmed via inspection, as the unit required replacement of damaged and worn components. The probable root cause is rough handling and routine wear. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the rotary knob ((B)(4)) of the mayfield modified skull clamp (ratchet arm) loosened during the operation. There was no patient injury or increased surgical time.